Manufacturer narrative:
Pending evaluation concomitant device(s): 320-15-01, 6499103 - eq rev glenoid plate. 320-20-22, 6375277 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-30, s080058 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-15-05, 6541860 - eq rev locking screw. 320-01-38, 6577322 - equinoxe reverse 38mm glenosphere. 300-01-09, 6462739 - equinoxe, humeral stem primary, press fit 9mm. 320-20-00, 6542365 - eq reverse torque defining screw kit. 320-10-00, 6578203 - equinoxe reverse tray adapter plate tray +0. 320-20-22, 5979962 - eq rev compress screw lck cap kit, 4.5 x 22mm.

Event description:
As reported, approximately 1 yr postop the initial l tsa, the (B)(6) y/o female patient had a suspected infection, so the surgeon took samples and did a washout with poly exchange. The patient is in stable condition. Device will not be returned due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.